Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/compromised force sensor system test. Unit received stuck in motor error loop during bolus/basal delivery. Unable to verify e70 alarm in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's blood glucose was unknown. It was reported that the customer received a motor error alarm during priming. The customer stated that he could not exit the prime menu. The customer mentioned there was a motor position encoder error alarm in the alarm history. The customer stated that he did not bump or drop the insulin pump and that I was not exposed to a magnetic resonance imaging machine. The customer stated the drive support cap was fine. Nothing further reported.